Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 160 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with broken reservoir tube lip. Unit received missing end cap sticker.